Event description:
The pt reported that he completed treatment with no alarms and when he opened the cassette door to remove cassette as prompted, there was moisture on the black pump heads. No sample available.

Manufacturer narrative:
Currently, the plant investigation is on-going. A supplemental report will be submitted at the conclusion.